Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Caller alleges the infusion set on her pump became loosened and the tubing became disconnected from the pump. Caller experienced low blood glucose level, self-treated, and then had husband to take her to the hospital where she received an IV and observation. No product will be returned.